Event description:
Customer states air conditioning went out in the lab this morning, which seems to have affected co2 results. She states they noticed an increase in controls and pt results that corresponded to the warmer air temperatures in the lab. She states when the air conditioning was later restored, they recalibrated, and the controls and pts appear to be recovering as expected again. Customer provided results for two pt samples, one of which is discrepant: initial co2 result 31 mmol/l (accompanied by a data flag), repeat 21 mmol/l (accompanied by a data flag). Customer states initial results were reported, she could not provide treatment info or current status of the pts involved.